Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implantation utilizing a large flexnav delivery system. Native valve dimensions were annulus diameters: minimum 19.7mm, maximum 26.6mm, avg 23.1mm; area: 414.5mm; perimeter: 73.7mm. Pre-dilatation via balloon annular valvuloplasty (bav) of the native valve was performed using a non-abbott 18mmx40mm balloon device. Implantation of the 27mm navitor was performed. Sufficient calcium was present for anchoring of the valve. The valve was positioned well. Implant depth at release was 3mm however, during the next recording implant depth was 0mm. There was no tension in the delivery system and no hypertensive spike at the time of migration. It was decided to snare the valve into the ascending aorta and deploy. A replacement 27mm navitor and large flexnav delivery system was then chosen to be implanted. Another pre-bav was performed with a 20mm x 40mm non-abbott balloon device, and after deployment of the 27mm navitor a post-bav was performed with a 22mm x 40mm non-abbott balloon device due to under-expansion and the presence of a perivalvular leak (pvl). The procedure was completed successfully. There was no patient consequences. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Images were provided by the field, one image showed an under expanded navitor valve. How and when the device migrated was not captured in the provided images for review and analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. The migrated valve was decided to be snared into the ascending aorta and deploy. Please note that per the navitor instructions for use, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."